Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation the white wire (drvn gnd) was found open inside the trunk cable. The cause of the adjust belt messages is the open wire. The root cause of the open wire cannot be positively identified, but was likely caused by physical abuse as the belt was returned with signs of damage to the cables. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report adjust belt or check belt messages. The pt was issued a replacement belt.